Manufacturer narrative:
The product has not been returned. Therefore, an evaluation of device performance was not possible. A review of the manufacturing and sterilization records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Approximately 10.5 cm of the ventricular catheter was returned. The device was patent and passed leak testing. There was a large amount of proteinaceous debris in the interior and the exterior of the device. The instructions for use that accompany the device caution that ¿local and systemic infections are not uncommon with shunting procedures¿. A review of the manufacturing and sterilization records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient successfully underwent a ventriculo-peritoneal shunt operation on (B)(6) 2014 due to post-operative cerebral hemorrhage and hydrocephalus. According to the report, the patient had a fever one day after the operation. The report stated that the physician gave the patient anti-infection treatment; however, the patient still had a fever three days later. Reportedly, the physician believed that the patient had an intracranial infection and performed lumbar cisterna drainage. According to the report, the patient underwent external ventricular drainage (B)(6) 2014. The report stated that the patient¿s condition was not improving. According to the report, the doctor explanted the device from the patient on (B)(6) 2014.